Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 73-year-old male with acute myocardial infarction and cardiogenic shock (pre-support clinical state consistent with scai shock stage c) was supported with an impella cp device implanted on (B)(6) 2026 at 09:52 am and explanted on (B)(6) 2026. The impella cp was successfully explanted from the percutaneous right axillary artery using two perclose devices and one angio-seal closure device. Immediately following vascular closure and during routine follow-up angiography, acute cessation of flow was noted at the right axillary artery closure site prior to leaving the catheterization laboratory. Multiple attempts to cross the lesion with wires in order to balloon the site were unsuccessful. The implanting physician attributed the observed ischemia to the vascular closure devices (perclose and/or angio-seal). Further evaluation demonstrated persistent palpable pulses and maintained perfusion to the right arm and hand, and no worsening ischemic complications were observed. As the patient remained clinically stable with preserved extremity pulses. The patient was transferred to the intensive care unit for post-procedural management, with a plan to reassess and consider reintervention in several days if necessary. The ischemia at the site remained present without further complication. Based on the available information, this event was likely related to vascular access site closure following impella explant was the reported event appears to be related to vascular access site closure.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The root cause of the injury was unable to be determined due to insufficient clinical details.